Event description:
It was reported that an 8100 lvp was affected by keypad recall. During servicing, replaced u2 on display board. There was no reported patient involvement.

Manufacturer narrative:
Additional information: device available for eval?, returned to manufacturer on, device return to manufacturer?, device eval by manufacturer? Annex a: a090202. Annex g: g05005. Annex b: b01. Annex c: c16. Annex d: d03. Correction: date of event. Annex a: a25. Annex g: g07001. Correction to remove the following codes in section h6 reported in error in the initial MDR: annex b: b21. Annex c: c21. Annex d: d16.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that an 8100 lvp was affected by keypad recall. During servicing, replaced u2 on display board. There was no reported patient involvement.